Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip caught in chordae and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. Patient anatomy included a small valve area and tethered posterior leaflets. The ntw mitraclip clip delivery system (cds) was prepared for use and no issues were noted. During use, the clip became caught in the medial chords. Standard troubleshooting maneuvers were performed and the clip was able to be freed. Mr was noted to increase. It was suspected that there was some tissue damage; however, no chordal rupture or other damage was visualized. The clip was deployed; however, mr remained unchanged. The procedure ended at this time. Medications will be administered as treatment. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of tissue damage and mitral regurgitation (mr) are listed in the mitraclip g4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported difficulty removing the clip from anatomy could not be determined. The reported tissue damage appears to be a cascading event of the difficulty removing the clip from anatomy. The reported mitral regurgitation (mr) appears to be a cascading event of the tissue damage. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.